Manufacturer narrative:
The lot number is unk, therefore the device MFR date is unk. The cuff was discarded by the account and is not available for investigation.

Event description:
It was reported that during a surgical procedure, the surgeon thought the cuff was not working properly and there was more bleeding than normal. Since this occurred during a surgical procedure, there was pt involvement. There were no adverse consequences, no pt/user injury, and no delay in the procedure. Multiple attempts to contact the account have been unsuccessful to confirm the occurrence of bleed through.